Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit failed the servo-I ventilator leak test due to the leak coming from the expiratory tube. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. It was pressure tested and visually inspected for leaks. Results: the pressure test showed that the breathing circuit was out of specification due to excessive leak. Upon immersion of the breathing circuit in a water bath, the leak was confirmed to be in the elbow connector of the evaqua expiratory limb. Further inspection showed that insufficient glue had been applied between the evaqua expiratory limb and its elbow connector, causing the reported leak. A lot check revealed no other complaints of this nature for lot number 120319. Conclusion: the leak observed was due to insufficient glue that had been applied between the evaqua expiratory limb and its elbow connector during the assembly process; however, it was not picked up during the pressure test in the production line. All breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. Our user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).